Event description:
The patient presented to the physician with inappropriate discharge of cardioverter-defibrillator. The problem was determined to be due to atrial and ventricular lead fracture. The patient was taken to surgery for explantation and placement of new leads.